Event description:
A site representative, stealth coordinator, reported that, approximately 20 minutes into a cranial resection, after an incision and when the surgeon began drilling, the camera showed red status and would not track instruments. In trouble-shooting, it was recommended the surgeon select the camera tracking details, which returned the camera to proper function. The instruments were then seen and tracked without further issue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported being able to replicate the issue after leaving the camera on and tracking for about an hour. Went into the ndi toolbox configuration utility and pulled event logs for the psu. Scu had no event logs. Rmas issued. Replacement I/o hub and cable shipped to site (B)(4) 2013. Cable was returned to manufacturer, unused. Replacement psu kit shipped to site (B)(4) 2013. Medtronic investigation of returned suspect camera finds that psu had nicks and scuff marks all over. The marks were cleaned off, but a crack remained in the top of the rear housing. The event log had not recorded any significant bumps. The psu failed an aak test at .52 mm on a threshold of .35 mm. Electrical failure, failed diagnostic test, directly caused the event.